Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument did not close the clip properly, an investigation is in progress to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with an alternate clip applier instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not able to close the clip properly. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument closed one clip, however, all subsequent clips did not close properly. The customer stated that when they removed the clip applier instrument and closed it manually, there was no issue. The staff replaced the instrument with a backup clip applier instrument and had no further issues. The procedure was completed with no reported injury. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who reviewed the logs and found no related issues. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.